Manufacturer narrative:
Other relevant device(s) are : product ID: 3093-28, lot# v150584, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 03-sep-2012, UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a pressure wound on the side of the ins and the device pushed its way out this past weekend and that the patient was using a foley catheter. It was also reported that the wires were cut off and patient left was poking the patient. No further complications were noted or anticipated